Event description:
During testing at the user facility, it was noted that the device had an open ground on the ac power cord. The device was returned to the biomedical department with a noted that stated, "alarms low battery as soon as it's unplugged". No info was provided; therefore, specific patient info, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.